Event description:
A 26mm diameter x 15mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm in 2000. The diameter of the proximal non-aneurysmal aortic neck was 23mm and the length from the proximal aortic neck to the distal non-aneurysmal iliac neck measured 160mm with moderate tortuosity. The pt's history includes peripheral vascular disease. It was reported that the stent graft was pulled down upon removal of the bullet nose and runners. An aortic cuff was placed to achieve secure proximal fixation but the cuff was deployed into the flow divider. The physician tried to protect the renal arteries and when the cuff was placed it was deployed too low. The pt was then converted to an aorto uni-iliac with fem-cross over to ensure adequate patency to the left iliac limb. It is unknown at this time the reason for diffuculty in removing the bullet and runners. Several attempts to obtain info have been unsuccessful. The pt was reported to be fine post procedure and there was no add'l adverse clinical sequelae reported related to this event.